Event description:
A customer reported that an accura system for blood filtration was put into self-test but the display screen did not change. There was no patient injury or medical intervention associated with this incident.